Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03485. Related manufacturer reference number: 3006705815-2019-03486. It was reported the patient had 2 scs systems and was not receiving effective therapy from the thoracic system. As a result, surgical intervention was undertaken wherein the system was explanted. No complications were noted and the patient is doing well.